Event description:
False positive result (s). After 2 neg pcr tests, I discovered this rapid test gave me a false positive. The disruprion the inaccurate test caused to my personal & professional life was significant.